Event description:
As reported, during procedure the surgeon tried to fixate the 3dmax light mesh using capsure fixation device, first short was fired to cooper ligament and peek part was detached during 2nd attempt. It was reported that the ligament was fixed without any problem after third shot. The damaged fastener was not removed from the patient's body and the surgeon did not check the device prior to the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, capsure fastener peek part was detached when fixating the mesh. Based on photo review, one of the fastener's peek caps appears to have become dislodged with a second deformed fastener deployed and twisted into the cap. An evaluation of the sample could not reproduce the event. The device was found to function as intended deploying the last 8 remaining fasteners with no issue. Based on the sample evaluation a definitive cause as to why the cap was seen detached in a photo cannot be determined. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.